Event description:
During the procedure, it was noted that the curve of the sheath was perforated after it was inserted in the patient. The sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.